Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and received no delivery alarm. The customer¿s blood glucose level was 600 mg/dl and an hour later was 400 mg/dl. The customer declined troubleshoot for no delivery. The insulin pump will be returned for analysis.

Manufacturer narrative:
No unexpected no delivery alarm noted during testing. Unit passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected prime/fill anomaly noted during testing. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked belt clip slot, stained address/serial number label and stained end cap sticker.